Manufacturer narrative:
An event regarding peg disassociation involving a specialty scorpio cutting block was reported. The event was confirmed. Method & results: -device evaluation and results: the device was determined to be out-of-specification. -medical records received and evaluation: not performed as no medical intervention and no adverse consequences were reported. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there has been 1 other event for the lot referenced. The hole diameters were found to be out-of-specification (oversized) according to the design drawing. Conclusions: the investigation concluded that the pin hole diameters were machined to be oversized and therefore out-of-specification. The oversized hole diameter prevented from a full press-fit to be achieved, which is the primary method of pin fixation to the block. The laser weld around the pin is only for supplemental fixation. These conditions lead to the weld failure and the pin disassociation from the block. A non conformance was issued for the supplier-related manufacturing nonconformances observed in this investigation. The device in this investigation, manufactured by advanced precision, was determined to be out-of-specification as the pin hole was oversized, the weld insufficient per the design drawing, and no press-fit was achieved as required by the design.

Event description:
It was reported that a piece of condyle spike fell off in patient. It was removed from patient during surgery of a right knee. Additionally reported via medwatch: during procedure it was noted that the locking pins from the stryker femoral impactor "backed out". The surgeon was notified. Item was sequestered and placed in soaking bin, then sent to decontamination, photographed and sent to materials management.

Event description:
It was reported that a piece of condyle spike fell off in patient. It was removed from patient during surgery of a right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.